Manufacturer narrative:
(B)(4). The reported event is confirmed as the returned device was fractured. The visual inspection of the tasp exhibits signs of repeated use as well as anterior side of the post fracture. Device history record review found no discrepancies. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The root cause is attributed to the previously addressed design issue. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was non functional intraoperatively. The post that connects with top tibial articular surface provisional was broken off. Attempts have been made and additional information on the reported event is unavailable at this time.